Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test. The user states they received 3 negative test with binaxnow 19 antigen self test kit and a positive with another company's test. No additional information was provided.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow covid-19 assay. Repeat testing was performed twice and generated negative results both times. Additionally, another company's test was performed and generated positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 154381 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 154381, test base part number 195-430h / lot: 150246. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154381 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.